Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, "excessive bleeding" was encountered after the physician pulled the mesh leg through the patient's right sacrospinous ligament. It is unknown what intervention, if any, was performed by the physician to stop the bleeding, but the patient reportedly suffered no complications and is "fine" post-procedure. The procedure was reportedly not completed due to this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the patient's exact age is unknown, she is reported to be over 18 years of age. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.